Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 539 mg/dl. The customer also reported that the insulin pump had power lost issue. The insulin pump lost power and not able to connect to blood glucose meter and transmitter. The customer declined to troubleshoot for high blood glucose and states it was caused by loss in power. Troubleshooting was not performed. The customer was advised to monitor the issue and call the helpline for any other issues. The product will not be returned for analysis.